Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the low blood glucose. The customer's blood glucose was 40, 76 mg/dl. The customer declined the low blood glucose troubleshooting. The customer stated his sets have been accidentally ripped out, air in tubing, tape not sticking well and stated that he would get lost sensor, change sensor. The customer stated that the sensors would also get ripped out but he was not have an issue with them not sticking. The insulin pump will not be returned for analysis.